Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 black insulation had peeled back a bit during harvesting. The setting was on 3 and a normal harvest was taking place. They removed the device and opened another kit to finish the case. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. No resistance was noted while inserting the harvesting tool into the cannula. There was a procedural delay just to change out the cutter. Nothing broke off in the patient and no patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on (B)(6). 2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Slight charred material was observed on the intact heater wire. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The black sheath of the shaft closest to the base of the jaws was observed to be peeled back, exposing the inner metal of the shaft. No detachment was observed. Based on the returned condition of the device as well as the investigation results, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000260653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.